Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterial and venous fistula. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, the balloon ruptured during procedure. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was stable.

Manufacturer narrative:
Updated b5: describe event or problem e1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterial and venous fistula. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, the balloon ruptured during procedure. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon ruptured during the 6-8th inflation at 20 atmospheres for 1 minute.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks. E1 - initial reporter address (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterial and venous fistula. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, the balloon ruptured during procedure. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon ruptured during the 6-8th inflation at 20 atmospheres for 1 minute.